Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital because he fell and broke his neck. Upon checking the device, the lead was discovered to be likely fractured and not pacing appropriately due to high capture threshold and high and out of range impedance. The programming change was made. The patient was then transferred to another hospital for neck injury and lead revision. Additional imaging of his neck was done and did not show that his neck was broken. The lead was capped on (B)(6) 2019 due to capture issue and replaced. The patient's condition was stable throughout the procedure.